Event description:
There is a design problem with this safety pole. After using the pole for a year, it fell down with my mother holding onto it. She fractured her hip, had surgery and spent a week in the hospital and is currently in a convalescent hospital. The pole is only held in place with tension from the floor to the ceiling. The single top plate is only 20" long which is too short to span between ceiling joists and is too short to position where needed and is underneath the ceiling joists. The top plate does not have pre-drilled holes so it can be screwed to the ceiling. It does not have a large enough or soft enough piece of rubber on the top to prevent slipping on the ceiling. The insert that holds the pole at the base is too short and does not have a pin to hold it securely. The base plate is too small and does not have pre-drilled holes to secure it to the floor. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: help getting from wheelchair into bed.